Event description:
Pt was involved in a motor vehicle accident that required left ankle surgery in '94. According to pt, who is reporting, she received 19 screws with rod and plates. She has noticed that she has persistent discoloring in her ankle, when the surgery was done. X-rays 1 1/2 yrs ago by a gp didn't show anything. Her surgeon refused to see her. She is unsure about the make-up of the hardware, but she has had body piercing over her eye brow & that has fallen out. She suspects that her body is rejecting the alloy & or the metal. A doctor's visit for a second opinion is pending, as she says that the accident was considered 'no fault' and that there's a problem with getting medical expenses paid. She has been in contact with the attorney general's office in reference to this.